Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working and it seemed like there was a leak in the system. A revision surgery was performed and a rupture of the left cylinder was found. The cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, leak and functuanally tested. One cylinder had a hole on the outer tubing by the proximal end from wear against kink resistant tubing (krt); the fabric and inner tubing had a hole resulting in a leak. The other cylinder had a hole on the outer tubing by the proximal end from wear, however, no leaks were found. The pump did not pass activation test. Based on the information available and analysis results, the leak found in the cylinder and the activation issue found in the pump could have caused or contributed to the reported clinical observation of fluid leak and mechanical issues.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working and it seemed like there was a leak in the system. A revision surgery was performed and a rupture of the left cylinder was found. The cylinders and pump were removed and replaced. No patient complications were reported.